Event description:
It was reported that the customer's insulin pump alarmed motor error after giving a bolus. It was stated that the device did rewind and seems to be working fine at this time. Assisted to perform the displacement test and the test failed. It was stated that the infusion set was changed and the displacement test was attempted to perform, but the test failed again and it displayed on the screen 151.2 units. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.